Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had a revision due to the device not working because of fluid loss. The device was removed and replaced. There were no patient complications.